Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Zimvie received one (1) tsx41b10, (tsx¿ implant, 4.1mmd, 10mml) for evaluation. Visual evaluation of the as returned device identified the implant with signs of use. Implant was returned with no apparent damage / malfunction that would cause or contribute to the reported event. Measurements match drawing. Functional testing to recreate the reported event could not be performed due to the nature of the device & event. This complaint refers to the specific device being investigated for this complaint record. DHR review was completed for the subject lot number 1258109. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number 1258109 for similar events and no other complaint was identified. Review completed utilizing keywords: ¿functional other¿. The customer did not submit images for the reported event. IFU review: documents reviewed: biomet 3i dental implant IFU (p-tsximp) 2022/09 rev. A. Information identified: "warnings" "contraindications" "precautions". Based on the investigation and risk management file review as per rmf rm-00053-haz rev.12, the most likely root causes determined from the investigation are inadequate treatment planning - customer error. Therefore, based on the available information, a device malfunction did not occur. The reported event was non-verifiable with all the available information. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation. The following sections have been updated: h3: changed "no" to "yes". H6: entered evaluation codes. H10: added manufacturer narrative.

Manufacturer narrative:
Zimvie complaint number (B)(4). D6b: explant date unknown / not provided

Event description:
It was reported that the implant in site 29 was removed due to non integration due to trauma. Patient has a history of smoking. Noted tsx failure site 29. Patient chewed on side of the implant and something lodged into implant. Patient was given amoxicillin as a precaution after the implant removal. .